Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly and failed battery test alarm. The customer¿s blood glucose was 98 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive and had a failed battery test alarm after exposure to moisture. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump monitored for several days. Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unlocked lcd keypad connector. Unit received with all operating currents within spec and passed unexpected restart error test and displacement test. No unexpected failed battery alarm anomalies noted.